Event description:
"Pt unresponsive. Found pca pump delivered narcotic without pushing botton. Narcan given x2 to reverse morphine". The customer was contacted for add'l info. The pt was receiving an unspecified concentration of morphine via a pca pump. The pump parameters were not specified. The pt was reported to be found unresponsive. The pt was successfully treated with two doses of narcan. The pt did not experience any adverse sequelae. Though requested, there was no further info available.